Event description:
The site reported the following: a CT technologist reported seeing a spark and then smoke coming from the injector. The site biomedical engineer responded immediately and turned off the system. There was no injury or adverse event reported.

Manufacturer narrative:
Bayer r and I quality assurance product analysis received and examined the subject injector head, a heat maintainer socket, and a section of the wiring assembly that had been removed from the full assembly in the injector head. Several indentations were noted in the insulation of the returned wiring assembly. Visual examination of the heat maintainer socket found charring and melted plastic. Visual examination of the damaged section of the wiring assembly found charring and melted wire insulation on one end revealing exposed wire core. This evidence is consistent with an electrical short circuit. Loss of insulation integrity eventually led to a short circuit.